Manufacturer narrative:
(B)(4). The customer reported that the metal spiral (contact) of the (B)(4) fetal spiral electrode broke away from the fse assembly and remained in the infant's scalp. A surgical procedure was required to remove the metal spiral from the scalp. Philips is in the process of obtaining info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the metal spiral (contact) of the (B)(4) fetal spiral electrode broke away from the fse assembly and remained in the infant's scalp. A surgical procedure was required to remove the metal spiral from the scalp.